Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula needle broke off and is missing. Customer does not recall any significant events leading to the error. Customer's blood glucose was 78 mg/dl at the time of incident. Troubleshooting was done for the needle break. Customer was advised that additional sensors would be provided and to monitor per doctor's instruction. No further information was given.